Event description:
Surgeon was using a hem-o-lok applier and a piece of the tip broke off. The piece fell into the patient, but was retrieved. The defective hem-o-lok was removed from the field and replaced with a new hem-o-lok, which was used to complete the case. Teleflex will be issuing a return kit. The device will be returned for failure analysis.